Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient during routine follow-up. The noise was reproducible with isometrics. Electrical measurements were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.